Event description:
A malfunction was reported on a customer's pump, with the specific malfunction code identified as malf 9. There was no reported adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing information on resetting the pump, which successfully resolved the malfunction without any recurrence. The customer was informed to continue using the pump and to contact support again if the issue reappears.